Manufacturer narrative:
It was reported that while removing the epidural needle from the patient, a piece broke off and was retained in the insertion site. Reportedly, the needle was removed from the insertion site because the physician found that placement was not correct. The physician was required to create an incision at the needle insertion site and remove the broken needle piece with a clamp. Reportedly, this incision site was closed with a steri-strip. The patient was not under general anesthesia at the time of this incident. The intended unidentified procedure was reportedly cancelled and rescheduled. A used sample was returned to the manufacturer and the reported product issue was confirmed however no definitive root cause could be determined. No serious injury or follow-up care reported. No impact to patient stability reported. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that while removing the epidural needle from the patient, a piece broke off and was retained in the insertion site.